Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified radiocephalic arteriovenous fistula (avf). An 8.0mm x 40mm x 75cm athletes balloon catheter was selected for use. During inflation, the balloon burst. The procedure was completed with the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot number - updated. D4: expiration date - updated. H4: device manufacture date - updated. Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 31 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified radiocephalic arteriovenous fistula (avf). An 8.0mm x 40mm x 75cm athletes balloon catheter was selected for use. During inflation, the balloon burst. The procedure was completed with the same device. There were no patient complications as a result of this event.